Event description:
Tpn (total parenteral nutrition) was infusing on an alaris infusion pump. The infusion tubing and tpn were hung in the evening. The tubing and the pump were checked several hours later, and everything was fine. Approximately two hours after the last check, the nurse went into room and found that the tpn was leaking from the tubing that goes through the pump. The tpn was removed, and a new IV solution and infusion set were started. The tpn was reordered.